Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. They were unable to determine the root cause due to pump preservation. The pump was pending motor test after engineering trace file evaluation. The pump was received with normal operating currents. There was no unexpected failed battery test or battery out limit alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 127 mg/dl. The customer tried to change the reservoir and rewind the pump but it alarmed motor error. The pump was not exposed to high magnetic field. The pump had a failed battery test alarm in the history and troubleshooting was performed. The pump rewind was interrupted by the motor position encoder error alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.